Event description:
It was reported that a patient enrolled in a (B)(4) study underwent a bilateral total knee arthroplasty on an unknown date. Subsequently, patient underwent a right knee manipulation procedure on (B)(6) 2006 and a left knee manipulation procedure on (B)(6) 2006 due to arthrofibrosis. No components were removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown . PMA/510(k) number / manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-05168 / 05169).